Manufacturer narrative:
There was no patient involved with this concern. A nurse site rep reported that her biomed department discovered that the dongle had been knocked off the I/o panel which caused the issue. They got new screws and reseated it and that resolved the issue and requested to cancel service of the system. No parts were replaced and returned for evaluation. No further issues were reported.

Event description:
A medtronic representative reported that the imaging system was flashing movement enabled. Pressing the e-stop button did not resolve the issue. Restarting the system did not resolve the issue. The battery levels showed no lines when unplugged. The rep was able to release the clutch and move the o-arm. No patient was present.